Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the returned proximal portion of lead revealed the is-1 proximal seal rings were lifted from the surface below them. Resistance testing verified the lead was continuous. Laboratory testing was unable to reproduce the reported clinical observation with the returned portion of the lead.

Manufacturer narrative:
Additional information received from the local field representative indicated a lead revision procedure was scheduled to extract the lead. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in shocking impedance measurements to greater than 125 ohms in multiple configurations. Boston scientific technical services (ts) discussed performing non-invasive programmed stimulation (nips) to further test the lead. No adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Approximately three months later a revision procedure was performed. The rv lead was surgically abandoned. A new rv lead was successfully implanted. No additional adverse patient effects were reported.